Event description:
Employee suffered a needle stick after drawing blood from pt. Employee used a vacutainer holder made by pro-guard. This holder slides the needle into a barrel after the blood is drawn. While attempting to remove the vacutainer tube from the holder. Employee's thumb went across the base of the holder, the needle was at the base of the holder & punctured users thumb. Protentially, exposing them to hiv.